Event description:
It was reported "on friday specialist placed a PICC and had to replace it. It had a defect at the base of the purple lumen that leaked." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of powerpicc catheter. The depicted portion of the device included a portion of purple luer adapter and a portion of extension tubing. Usage residues were observed within the extension tubing. A circle had been drawn on the photograph around the luer/tubing joint. Possible damage was observed in the tubing just distal of the leur adapter; however, inspection of the photograph was insufficient to verify the damage or identify the root cause. Consequently this compliant is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5221 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported "on friday specialist placed a PICC and had to replace it. It had a defect at the base of the purple lumen that leaked." No other information was provided.